Event description:
It was reported that the pt's lead wire broke. The pt underwent revision surgery. The manufacturer's device tracking system indicated both a new lead and extension were implanted. Add'l info has been requested from the hcp, but was not available as of the date of this report.